Event description:
It was noted by the surgeon that the femoral alignment jig ((B)(4)) had a screw missing from it.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was discarded. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.